Event description:
It was reported that the pump touch screen was missing pixels, and only about 20% of the screen was visible. The customer declined to provide their blood glucose level at the time of the event. Technical support decided to replace the pump, and the customer reverted to multiple daily injections as a backup therapy to maintain insulin delivery.